Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose. Customer's blood glucose was 395 mg/dl. Customer reported of not having a pancreas which is why blood glucose is irregular. During troubleshooting, customer declined to check settings. Customer also declined high pressure troubleshooting due to not wanting to remove infusion set until it was time to change set. Customer called back to continue troubleshooting when it was time to change infusion set. Customer reported that drive support cap appeared normal. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.